Event description:
It was reported that the guidewire became kinked, and this device became stuck on the guidewire. This jetstream atherectomy catheter was selected for use in an endovascular therapy procedure. The 100% stenosed, severely calcified, and moderately tortuous target lesion was located in the right femoral artery. During the procedure, the boston scientific guidewire became kinked, and the jetstream catheter was unable to be removed from the guidewire. The devices were removed, and the procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this jetstream atherectomy catheter was visually and microscopically examined for any shaft damage. The device showed blood in the aspiration tubing. Visual examination showed multiple bends and kinks along the catheter shaft. The device was set-up and functionally tested per the instructions for use. The device primed; however, the device tip would not rotate due to the damaged shaft. A test guidewire was attempted to be inserted into the tip and the wire would not transcend through the device due to the extreme damage on the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint of guidewire sticking was confirmed due to the catheter shaft damage.

Event description:
It was reported that the guidewire became kinked, and this device became stuck on the guidewire. This jetstream atherectomy catheter was selected for use in an endovascular therapy procedure. The 100% stenosed, severely calcified, and moderately tortuous target lesion was located in the right femoral artery. During the procedure, the boston scientific guidewire became kinked, and the jetstream catheter was unable to be removed from the guidewire. The devices were removed, and the procedure was completed with another of the same device. There was no patient injury. It was further reported that during the use of the jetstream device, there was a change in the sound and then the device became stuck on the guidewire. The devices were removed together.